Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i30000443, serial/lot #: rev. 2 (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found the frame rate errors in the logs while testing the system for inaccurate dose reporting. The replaced the umbilical and completed a system checkout. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had a damaged umbilical cable. The system was functional but would go into stand alone mode sometimes when taking 2d images. No patient was present at the time of the event.

Manufacturer narrative:
The interface cable was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Bench testing passed. The cable was installed into a known working system and the system initialized. Motion, generator, communication and charging readied. The 2d and 3d images were successful. Visual inspection confirm normal wear and tear is normal. No failure was found. If information is provided in the future, a supplemental report will be issued.